Manufacturer narrative:
An investigation is on-going. A supplemental report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer in poland reported three non-reproducible positive sars-cov-2 results were generated while using cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (lot 10315y, expiration date 28february2021; serial number (B)(4)). The samples were repeated on same liat and generated negative results. The samples were collected using copan universal transfer medium. The negative results were reported to the clinicians for one sample. No harm was alleged. 3 mdrs are being submitted.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer in (B)(6) reported three non-reproducible positive sars-cov-2 results were generated while using cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. The samples were repeated on same liat and generated negative results. The samples were collected using copan universal transfer medium. The negative results were reported to the clinicians for one sample. No harm was alleged. Three (3) mdrs are being submitted, one per patient, as per FDA guidance.

Manufacturer narrative:
No issues seen with the customer analyzer and the alleged false results are all in the lod range, explaining the discrepancy. No product problem found during the investigation of the 2 reagent lots. (B)(4).